Manufacturer narrative:
(B)(4). A supplemental MDR will be filed when plant investigation is complete. Medical records have been requested.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for fluid overflow in (B)(6) 2015. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient's episode of "overflow" was related to the patient not following her dialysis prescription, and in no way related to her pd cycler. The patient was instructed to perform a manual pd cycle during the day and did not do so. As a result, she was hospitalized for fluid overload. The patient's overflow was resolved in the hospital. The patient was discharged and resumed her outpatient pd therapy.

Manufacturer narrative:
The device is unavailable for investigation as the serial number is unknown. Also, an investigation of the device manufacturing records was not conducted by the manufacturer. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming. This is one event (fluid overload) of two events reported for the same patient involving two separate incidents.